Manufacturer narrative:
Other applicable components are: product ID: 3058, (B)(4), (B)(6) 2013, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for gastrointestinal/pelvic floor. Consumer reported they have two implants and have had problems with both of them. Consumer reported that one of the devices they periodically don¿t feel anything throughout the day and then they leak urine. This reportedly started about 2 months ago. The other one the patient reportedly had rectal spasms a couple weeks prior and the week of the report they had to go extremely high where it was uncomfortable to release the muscle like it is supposed to. Consumer reported they wear bladder protection all the time because they don¿t know when it is going to kick off and have an issue. At night they take a pill for bladder leakage and even then sometimes it is not enough to stop the problem. It was reported that their bladder leaking at night began probably about a year prior to the report. No further complications reported/anticipated.